Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-05065. It was reported the patient complained her scs system was "not working". Troubleshooting found multiple lead contacts with high impedances the patient's scs system could not be reprogrammed as the amplitude could not be increased and effective stimulation could not be obtained. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-05065. Follow up identified the patient's scs leads were replaced and therapy was restored postoperatively.